Event description:
Approximately 20-30 minutes after the pt was taken off bypass, a tear developed on the posterior aspect of the aortic root approximately 2-3cm above and parallel to the valve annulus. Pt had to be placed back on bypass for the repair to be performed. The tear/fracture was sutured close and then a pericardial patch was sutured over it.